Manufacturer narrative:
The device history records for the hdf-3500 device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed.. The hdf-3500 passed ¿out qat from heartsine technologies on the (B)(6) 2017. During the investigation transistor q45 was measured and found to have failed. This had caused the interrupt line of the rtc to be dragged low despite not failing a self-test, resulting in a flashing red status led and failure chirp, as per the reported fault. Additionally, while the rtc interrupt line is low, the device would not perform auto self-tests. This behaviour was witnessed during investigation and would account for the missed self-tests in the device memory. After replacing transistor q45, the device was temperature cycled between 0-50°c while performing self-tests for 48 hours. The unit did not display any faults during or after this stress testing. It is a policy of heartsine to not refurbish devices that have been returned from the field, therefore this device shall be scrapped and replaced with a new hdf-3500.

Event description:
The standby display blinks red and the beep sound continues. If you restart, it works normally. However, the malfunction will reoccur after 2.3 days. There was no patient involved in this event.